Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that both fuses on the mobile view station (mvs) were blown. The wall outlet had a surge and blew the breaker causing the fuses to blow. Fuses were replaced and performed a system checkout. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that outside of a procedure mobile view station (mvs) was unable to power on. There was no patient present.